Event description:
The customer's pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. Also the customer received the replacement pump and their old pump is working property.